Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received for analysis and the analysis results showed that the device was noted to have the jaw ramp broken off at the right side making the instrument non-functional. One possible cause for the damage found might be excessive loading due to forming a clip over another clip exceeding the structural capability of the jaws. However, an investigation has been initiated to address the potential root cause of the broken jaw issues. Due to the condition of the device, no functional testing could be performed to evaluate the reported opening issues. Please note that this condition, in unrelated with the event reported. Although, the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended but the orange indicator over traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. The over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a prostatectomy procedure, the clip would not reopen. Before delivering the first clip the jaws of the applier stayed closed. We are expecting more information. The surgeon used a new applier to perform the procedure. There were no adverse consequences for the patient.